Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h6 has been updated based on the correction that was identified on february 10, 2025.

Event description:
Note: this report pertains to first of three captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the device would not cut, and the device would not close. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to first of three captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the device would not cut, and the device would not close. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.